Event description:
Customer stated the defibrillator display is not readable. No reported patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.